Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and "abnormal sensation." Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Device evaluation: based on the device analysis grid, the assessments of the complaint are: sensation increase/decrease: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Broken in anterior side assessed as surgical damage. Missing shell assessed as inconclusive. Yellow particles were observed on the shell. No further actions are required as the device was implanted.